Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump beeped every 15 minutes without any alarm message. The customer did not know the blood glucose reading. She stated that no buttons were accidentally pressed. Upon inspection, the customer noted that it was another old insulin pump that was actually beeping. She was advised to remove the battery from the old device, since it was alarming a button error that could not be cleared. The old insulin pump had an unresponsive button that could not be used to resolve the alarm. Nothing further reported.